Event description:
Anesthesiologist inserted 18 gauge tuohy epidural catheter at l3/l4 with resistance. Catheter subsequently withdrawn without difficulty. Upon close examination, the blue tip of the multiport catheter was sheared off. Estimate approximately 1.5cm sheared off.